Manufacturer narrative:
As part of the investigation, the device history records (DHR) for the finished device was reviewed and no abnormalities in documentation or process was found.

Manufacturer narrative:
Device was received for evaluation, we were unable to duplicate users report of "diego handpiece: overheating". Found blade stops spinning intermittently. Unit passed the 5v to ground resistance as per diego elite service manual.

Manufacturer narrative:
The device was not returned to the manufacture for evaluation. The cause of the reported complaint cannot be confirmed at this time, however, if additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the owner¿s manual for the diego elite drill system with handpiece mdhp100a contains warnings and cautions to avoid mis-positioning and overheating: ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ ¿do not advance or extend the device abruptly.¿ and ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ and in general before each procedure, the owner¿s manual requires inspection of drill system components for damage or missing elements.

Event description:
The manufacture was informed that during three separate functional endoscopic sinus surgery (fess) procedures, the handpiece became too hot the surgeon could not hold the handpiece. In addition, the device intermittently stopped working. The procedures were completed. There was no patient or user injury reported. This is for 3 of 3 reports.